Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with white particulate matter noted. The cause of the issue could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles floating in a large volume intermate. The particulate matter was identified after the device was compounded with saline, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.